Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose of 60 mg/dl and high blood glucose of 758 mg/dl. Emergency services were called to customer's house. Customer does not recall any significant events leading to the error however indicated that her basal settings were recently changed. Troubleshooting found that pump was programmed correctly and advised customer to follow up with doctor about high and low blood glucose and basal settings.